Event description:
Olympus was informed that the subject device was used in procedure with other non-olympus devices. A large piece of plastic allegedly fell into the pt's lungs. The piece was retrieved but the user facility was not able to determine the source of the plastic piece. The pt was reportedly not injured.

Manufacturer narrative:
Olympus followed-up with the user facility to obtain additional information regarding the reported event, and was informed that the subject device was used during a diagnostic endobronchial ultrasound (ebus) procedure. The subject device was inserted into the biopsy port of a non-olympus bronchoscope when a mass was noted. The subject device was withdrawn and a non-olympus transbronchial needle was inserted into the biopsy port to obtain a tissue sample. After the biopsy was obtained, a piece of plastic was noted in the pt's lung which was retrieved with forceps. There was no report of pt injury. The procedure was said to have been completed. No further information was provided. The subject device was returned to olympus for eval. The eval did not confirm the user's experience as all parts of the subject device were intact. The source of the foreign object cannot be conclusively determined, but the use of a non-olympus device cannot be ruled out as a contributory factor.